Event description:
Labeling is unclear on whether product is sterile. Label states that fluid path and areas under end protectors are sterile or nonpyrogenic. Not that the outside of the product is sterile. Not sure if product can be placed on a sterile field.======================manufacturer response for IV administration set, ultrasite (per site reporter)======================none as of yet. Message left with sales rep.